Manufacturer narrative:
Multiple attempts were made to retrieve the device but the device was not returned. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user error (including user technique and methods). - user anticipation/ expectation of device's curve shape (including the expectation of the device's ability to maneuver or flex). The instructions for use (IFU) state: ¿ do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. ¿ do not alter this device. ¿ inspect the packaging and catheter for damage or defects prior to use. ¿ avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. ¿ avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. ¿ standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. ¿ avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the catheter stopped steering. There was no patient injury or medical intervention and extended procedure time reported was 5 minutes. These are commonly used devices that are readily available.